Manufacturer narrative:
External insulation abrasion was noted at 13.1-13.5cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise induced auto mode switch events via merlin.net transmission. The right ventricular and atrial lead also exhibited noise. Due to the dual noise observation, the physician explanted and replaced the device and atrial lead. No intervention was performed on the right ventricular lead. After the atrial lead was explanted, insulation damage was observed on the lead body near the suture sleeve. The patient was asymptomatic prior, during and after the procedure. The patient¿s condition post procedure was stable.